Manufacturer narrative:
Troubleshooting was not conducted with the customer; instead the customer was sent a replacement pump. In follow up with the customer, she stated that she received the replacement pump and it is working like the original pump - it taks 45min to one hour to express 2 oz. Of milk and afterwards she remains full. The customer stated that she was first diagnosed with mastitis on (B)(6)2017. She stated the her breasts were tender for a few days, but she thought it would go away. On (B)(6)2017, her temperature dropped to about 96 degrees, so she went to urgent care. Again on (B)(6)2017, her temperature dropped and she got goose bumps and was shaking. She was diagnosed with mastitis at that time. On (B)(6)2017, a complaint handler followed up again with the customer on the status of her mastitis and the product return. The customer stated that her mastitis was resolved and everything was good. She mentioned that she was on vacation and has not had a chance to return the pump but it was boxed up and ready to go when she gets back. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that for one month she had been experiencing low suction with her freestyle breast pump. She reported that she had mastitis twice in the past three weeks and was treated with amoxicillin for 10 days and is currently on dicoxacillin for seven days.